Event description:
It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating". No patient involvement.

Manufacturer narrative:
(B)(4). 4 actual samples were returned for investigation. It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating." A device history record (DHR) review was conducted on the reported lot number and no issues that could have contributed to the reported event were identified. Investigation was conducted by referring to a photo that was provided. It can be observed from the sample, there has moisture inside the packaging. Based on the visual examination conducted, this complaint is confirmed. Further studies on the root cause analysis and implementation of corrective action have been addressed in a nonconformance.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating". No patient involvement.